Manufacturer narrative:
Upon reassessment of the reported event it was determined that this device did not lead to a serious injury and that this malfunction has not been previously reported for having led to a serious injury. The initial report was forwarded in error, and should be voided.

Manufacturer narrative:
Born on an unknown date in 1936.

Event description:
During a knee arthroplasty it was noticed that the cut block was deformed and could not be used. Another instrument was used to complete the procedure without delay.